Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Arjohuntleigh received information about an incident that occurred in (B)(6) nursing home in sweden. It was reported that after the caregiver heard the noise, he found resident with dementia sitting on a device which was lying on the floor. As a result, the resident sustained bulge in the back of the scull and bruise on one of the buttocks. When reviewing similar reportable events, we have found a very low number of cases that may relate to the issue investigated here: carino hygienic chair tipping during use. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use, the occurrence rate of reportable complaints with this failure is very low. The involved device carino hygienic chair, with serial number (B)(6), was manufactured on 4 nov 2016. The device history record has been reviewed; no anomalies were recorded at the time of manufacture, it was 100% electrical functionality tested before being cleared for dispatch - as per standard procedure. Just after the event, the device was moved through the arjohuntleigh representative inspection and no technical malfunction was found. Arjohuntleigh carino device is a wheeled chair, intended for assisted hygiene care, showering and toileting of adult residents in care environments similar to senior/assisted living, group home, special care, nursing homes, hospitals and home care. Although there was no witness of the incident and exact sequence of event remains unknown, as per complaint description, during the incident the resident was left unattended and only the noise coming from the room alarmed and forced the caregiver to come and see what had happened. Based on our product knowledge it can be concluded that leaving the resident unattended is in contradiction to the intended use of the device. The instructions for use (IFU 04.bo.01_13gb dated on january 2015), which are delivered with every device, give clear guidelines and also safety warnings that should be followed when using the product. "The carino height adjustable hygiene chair may only be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures and in accordance with guidelines in the instructions for use (IFU)." "Warning to avoid injury, make sure that the patient is not left unattended at any time." According to the available information, we assess that while the event occurred, the device was used with a person, and therefore it played a role in the event. As per incident description, device failed to meet its specifications. It need to be emphasized that the device is intended to be used for the patient care, but at the moment of incident was used contradictory to its intended use. Technical evaluation of the device confirmed that no technical malfunction was found. Our evaluation shows that sequence of use errors having occurred - carino was operated by the resident herself who was not under supervision of trained caregiver. If the IFU and the correct procedure of using the arjohuntleigh device would have been followed, the event would have been avoided.

Event description:
Arjohuntleigh received information about an incident related to carino hygienic chair. It was reported that after the caregiver heard the noise, he found resident with dementia sitting on a device which was lying on the floor. The backrest has been removed. The carino was tipped backwards, and the resident was found with her back where the backrest should have been, and the feet on the seat, with knees bent. There was no witness of the incident. The caregiver thought that the resident removed the backrest, but nobody actually saw her do it. As a result, the resident sustained bulge in the back of the scull and bruise on one of the buttocks, which did not required any treatment.